Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly could not be inflated with contrast agent for the first time. It was further reported that the process of removing, the balloon was allegedly stuck in the sheath and the balloon could not be withdrawn from the patient's body. Reportedly, liquid leakage was found after the withdrawal, so it was known that the balloon had been broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and videos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during an angioplasty procedure via popliteal vein approach, the pta balloon allegedly failed to inflate with contrast agent for the first time. It was further reported that the balloon allegedly ruptured at 6 atm. Reportedly, the balloon got stuck in the sheath and could not be withdrawn from the patient's body. Further, the balloon and sheath was removed together and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three medical videos were provided and reviewed. They appear to represent a venous intervention of the left iliac system. Video two shows occlusion of the proximal left iliac vein. In video three, a balloon is inflated just distal to the common iliac vein bifurcation on the left. The balloon does not fully inflate and expand. Additionally, one photo was provided and reviewed. The photo shows the atlas balloon stuck inside the introducer sheath. No evidence of rupture and no other anomalies noted. Therefore, the investigation is confirmed for the reported inflation issue and identified material deformation as the balloon did not fully inflate and expand as noted from the video review. The investigation is also confirmed for the reported difficult to remove as the balloon was seen stuck inside the introducer sheath from the photo review. The investigation is inconclusive for the reported balloon rupture as no evidence of the failure was determined. A definitive root cause for the reported inflation issue and identified material deformation, reported difficult to remove and reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.